Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach. There was no harm caused to the patient, a repeat procedure was performed and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal, no lubrication was used to facilitate the placement of the capsule and capsule position was confirmed by the physician via an endoscope, the device will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.